Event description:
Information was received that during use of this smiths medical cadd pump cadd cassette reservoirs, constant alarms of air in line and leaking was noticed. No patient injury reported.